Event description:
The reporter stated that the tubing is pulling out where the tubing goes into the cassette. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.